Event description:
Iit was reported that the customer experienced blood at the site of his sensor and a blood glucose of 50 mg/dl. The customer stated there was blood visible on the sensor connector and the sensor had already been removed. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected one opened and used sensor and perfomed a visual inspection and found a bent electrode, sensor failed per inspection. Analysis was not required, due to customer not returning insertion needle.